Manufacturer narrative:
Unit received with blank display due to shifted battery tube assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank display. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, peeling display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked battery tube threads, cracked case next to belt clip rail corner, partially broken off reservoir tube lip, cracked reservoir tube lip, severely faded serial number label, peeling end cap address label and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The batteries were replaced several times but the display remains blank. The insulin pump will return.